Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 512mg/dl. The customer states they treated with pump. The customer states they suspended the pump and reverted to back up plan to treat the highs. The customer states they feel the pump is fine and they are just still new and adjusting to the pump. The customer declined to troubleshoot for the highs. The customer was assisted with set change and advised to follow up with healthcare provider.